Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and a reservoir was attached to a drain. The one way valve did not remain in place and was found floating in the drainage in the bulb. The bulb was still compressed. The line was not compressed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - anti-reflux valve detachment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.